Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) conductor wire insulation was peeled off, and the internal conductor wire was visible. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The black conductor wire was stripped. The internal wire was exposed due to damaged insulation there was no loss of cautery, sign of thermal damage or arcing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to exhibit scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.059¿ x 0.041¿. There was material missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields are not applicable.